Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a ¿physical defect with packaging¿ issue with the adc product. The customer reported that the plastic applicator was broken whilst still in the package therefore, was not able to apply the device. The customer was treated with 3 shots of insulin by a family member and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Product (B)(6) has been returned and investigated. Visual inspection has been performed on the applicator and no issues were observed. The applicator had not been fired and sheath was locked, loose sharp was observed through the sensor plug. Visually inspected the sensor pack and observed damaged transition features. It is observed that the lid was completely peeled off. Inspected the platform and no issues were observed. Visual inspection has been performed the sensor and no issues were observed. Sensor plug was not properly seated. The issue is not confirmed to use due to incorrect assembly method. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. Section d4 (serial number) was updated from (B)(6).

Event description:
A customer reported a ¿physical defect with packaging¿ issue with the adc product. The customer reported that the plastic applicator was broken whilst still in the package therefore, was not able to apply the device. The customer was treated with 3 shots of insulin by a family member and no further information was provided. There was no report of death or permanent injury associated with this event.